Event description:
In 2007, pt had bilateral breast augmentation. In 2005, returned to operating room. In 2007, for replacement due to deflation of left breast implant. Pt had bilateral breast augmentation on the same day. Explants sent to lab.